Manufacturer narrative:
In the course of the analysis of this lead, no deviations were noted. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The lead tip showed no peculiarities. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The manufacturing process of the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
(B)(4) MDR - this lv lead and the rv lead were explanted and replaced due to dislodgement.